Event description:
It was reported by service report that the right side rail would not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
How was the issue noticed; was this identified during, prior or after medical procedure/installation/in-coming inspection/service, out of box failure? It was noticed when the stretcher was being cleaned and set up for use. If the issue was noticed during procedure, was the procedure completed successfully? Na. No procedure in progress when noticed. Was there any medical intervention required? No. If yes, please describe including any unanticipated medical procedures/treatments/therapy administered in relation to the alleged event. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? No.